Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 260 mg/dl. Reportedly, customer reloaded the cartridge and insulin delivery was resumed.